Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the right ventricular (rv) seal plug, but no further anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that shock impedance on the right ventricular (rv) lead connected to this device was increasing, although it remained within acceptable limits. Noisy signals were noted on the rv channel, which were oversensed. The patient was hospitalized and the rv lead was surgically abandoned and replaced. This cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced during the same procedure. No additional adverse patient effects were reported.